Event description:
Following a cardiac catheterization procedure in 1998, a vasoseal device was deployed. The patient alleges that after deployment, the sheath remained in the tissue tract and later worked its way to the surface and out of the tissue.